Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the ER reporting multiple high voltage shocks. Upon interrogation, the implantable cardioverter defibrillator was in back-up vvi mode. The device was restored to normal function. The patient was stable post intervention and would be followed normally.